Event description:
It was reported that contact questioned pump delivery speed of insulin because customer's blood glucose level was elevated (280 mg/dl). During troubleshooting with tandem technical support, pump data was reviewed and indicated that the pump was performing as intended. Additionally, customer performed the fill tubing process successfully to confirm insulin was being delivered from the infusion set tubing.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.